Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a display screen with a dim pink contrast. This report is made based on the results of an investigation completed on 03/13/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 03/13/2014 with the following findings: the pump booted to a verify screen with a dim pink display.